Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, the tip laser fiber was broken upon insertion into the scope. Reportedly, the fiber tip was remove from the scope. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.